Event description:
It was reported that during preparation for a rotablation atherectomy procedure there was no rpm readout on the console. The lesion was located in the right coronary artery. During the platform testing of the rotablator burr there was no read out of the burr speed on the rotablator console. The audible sound of the burr was variable, sounding as if it were going slow and fast. All connections were checked for security. The amount of air in the cylinder was re-assessed. The cause of the issue could not be fixed so the physician stopped the procedure and rescheduled it for later in the week. There was no patient contact.

Manufacturer narrative:
Device evaluation: the console was tested using the lab gold foot pedal and a rotalink 1.75mm burr. All of the displays; rotational speed, event and procedure timers, dynaglide and stall indicators, functioned properly. The burrs' rotational speed exhibits an occasional extremely brief audible surge in speed - the event is so quick that the rotational speed display does not react. The rotational speed in dynaglide mode was 70k rpm - however, at activation there was approximately a one (1) second period where the gas/air pressure fluctuates before settling, as indicated on the turbine pressure gauge. In turbine mode, the speed was set to and maintained at typical operational speeds. The rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. The rotational speed control is linear when increasing rpms from minimum to maximum. The most likely root cause is a failure of the proportional valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the failure is normal wear and tear. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a rotablation arterectomy procedure there was no rpm readout on the console. The lesion was located in the right coronary artery. During the platform testing of the rotablator burr there was no read out of the burr speed on the rotablator console. The audible sound of the burr was variable, sounding as if it were going slow and fast. All connections were checked for security. The amount of air in the cylinder was re-assessed. The cause of the issue could not be fixed so the physician stopped the procedure and rescheduled it for later in the week. There was no patient contact.